Manufacturer narrative:
(B)(4): the customer reported that the led was glowing inside the machine but there was no display. There was no pt involvement. The device was evaluated locally. The issue was localized to the control pca. Replacing the control pca resolved the issue.

Event description:
The customer reported that the led was glowing inside the machine but there was no display.